Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the keypad is worn and that the contrast, down arrow, and ok keypad buttons have been intermittently unresponsive for a year. The patient reportedly wears the pump on a belt and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the keypad was found to be intact but the keypad symbols were worn. All of the buttons were intermittently unresponsive and required multiple presses to elicit a response. Evaluation revealed contamination under all contact buttons. Investigators observed the text on the display screen is dim/faded and discolored and difficult to read. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.